Event description:
The patient was undergoing a coil embolization procedure in the middle meningeal artery (mma) using a swiftpac coil (swiftpac), a neuron select catheter 5f (5f select), and a non-penumbra microcatheter. During the procedure, while advancing a swiftpac coil through the microcatheter, the physician experienced resistance and retracted the swiftpac coil. Then, while readvancing the swiftpac coil, the physician noticed the coil had unintentionally detached in the vessel. The physician removed the swiftpac pusher assembly and attempted to use a guidewire (.035) to push the detached swiftpac coil into the mma. However, the attempt was unsuccessful. Therefore, the physician removed the microcatheter and placed a 5f select in the vessel. A guidewire (.035) was then used to push the swiftpac coil into the vessel. The procedure ended at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.